Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken plunger case seal. During analysis, blank screen and horizontal line across lcd display was found at power up. It was noted that incomplete upload from base to head by customer was the cause of the reported issue. Service uploaded data from base to head by using the power point process, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had issue with the main printed circuit board (pcb). No adverse effects were reported.